Event description:
It was observed during central processing that the maryland bipolar forcep's cable was broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint of broken cable. The pitch down cable was broken at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable were to recur could cause or contribute to an adverse event.